Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump fell out and after this the piston was not working properly and insulin pump was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.